Manufacturer narrative:
Reported output anomaly was confirmed. An arc mark was observed on the ICD can. It is believed that during a high voltage therapy delivery, the lead arced to the can and caused damage to the hv output circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the progression of the hypoxic brain damage became less serious. The patient's condition reverted back to normal and he was discharged from the hospital.

Event description:
It was reported that the patient was involved in a brawl and was seriously injured. While in the hospital, the patient had to be resuscitated with external shocks as the device was not able to terminate the vf. Three alert messages were noted; low hv lead impedance, possible output circuit damage, and aborted charges. Patient is in ICU with hypoxic brain damage. Device and lead were explanted. It is not known if brain damage is due to device or fight.